Event description:
IV burette cracked while staff was priming for tpn which ran out of burette. New burette obtained and hung with remaining tpn. Pharmacy contacted that new tpn would be needed approx 2 hours earlier.